Event description:
It was reported that, "surgeon implanted 11mm insert. Subsequent x-ray was taken and surgeon noted patient in knee hyperextension. Surgeon made decision to remove 11mm insert and implant 13mm insert."

Manufacturer narrative:
Evaluation summary: the results of the investigation suggests that difficulty inserting the tibial insert thickness into the joint space for range of motion resulted in use of a smaller insert than desirable, resulting in hyperextension and subsequent re-opening of the joint for use of a thicker insert.